Manufacturer narrative:
Related manufacturer report number: 2017865-2025-10694.

Event description:
Related manufacturer report number: 2017865-2025-10694. It was reported that the patient was asymptomatic. It was noted abnormal pacing and no atrial or ventricular sensing were observed on the right atrial (ra) and right ventricular (rv) leads. The ra & rv leads were found to have dislodged. Programming changes were made to limit inappropriate pacing. A procedure was performed (B)(6) 2024. The original ra and rv leads were reused and attached, remained implanted. The patient was stable before, during and after the procedure.